Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, towards the end of the case, the tissue pad came off of the device. It appears to have been cut through by the blade. Another harmonic device was already in the room and opened to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad detached. Body fluids on the instrument indicate that it was used in surgery prior to the pad detaching. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.